Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
02/11/2019: updated event description: it was reported that on (B)(6) 2019, the patient was having a procedure to correct a mid-shaft femur fracture. The unknown tfna was inserted into the patient's femur. The surgeon inserted the nail too far and attempted to back it out in order to get the guide wire through the nail for blade insertion. The surgeon was unable to back the nail out, resulting in the inability to insert the guide wire or blade. The procedure had approximately 1-hour surgical delay. The surgeon locked the distal nail and decided to leave the implanted nail in the patient without the blade. It was noted that the bone was hard. During the procedure, the impaction handle tip broke off broke inside the insertion handle. The impaction handle tip broke off inside the handle. The procedure was not successfully completed. At the end of the procedure, the fracture was aligned and there is no plan for revision.

Manufacturer narrative:
This report is for one (1) unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was having a procedure to correct a mid-shaft femur fracture on (B)(6) 2019. The unknown tfna was inserted into the patient's femur. The surgeon inserted the nail too far and attempted to back it out in order to get the guide wire through the nail for blade insertion. The surgeon was unable to back the nail out, resulting in the inability to insert the guide wire or blade. The procedure had approximately 1-hour surgical delay. Surgeon locked the distal nail and decided to leave the implanted nail in the patient without the blade. During the procedure, the driving cap threading broke inside the insertion handle. The procedure was not successfully completed. At the end of the procedure the fracture was aligned and there is no plan for revision. Concomitant devices reported: hybrid insertion handle (part#: 03.037.011, lot#: 9518656, quantity#: 1); helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown tfna nail. This is report 1 of 2 for complaint (B)(4).

Event description:
03/12/2019: received the follow parts and lot combinations, part #: 03.037.011 lot #: 9518656; part #: 03.010.523 lot #: 9570802. Concomitant device investigation requirements: product code: 03.037.011 lot #: 9518656 qty: (1) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.